Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent an endovascular treatment of a thoracic arch aneurysm using gore® tag® conformable thoracic stent graft with active control. On (B)(6) 2022, an aneurysm rupture was observed due to an aneurysm enlargement at the distal end of the gore® tag® conformable thoracic stent graft with active control. A reintervention was performed. Two gore® tag® conformable thoracic stent grafts with active control were planned to implant. A 22fr gore® dryseal flex introducer sheath was inserted from the right side, but the sheath was not able to be advanced from the level of a gore® excluder® aaa endoprosthesis (contralateral leg) which was implanted in the right external iliac artery on (B)(6) 2019. The contralateral leg was expanded using a balloon catheter. However the sheath was not able to be advanced through the contralateral leg. So, a gore® tag® conformable thoracic stent graft with active control was delivered without the sheath from the common iliac artery to the intended position. Two gore® tag® conformable thoracic stent grafts with active control were implanted successfully. The patient tolerated the procedure. The physician suggested that it is possible that the aneurysm enlargement was due to that the thoracic arch aneurysm was the infected aneurysm.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional or alternative device was required to achieve optimal outcome. An adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. Tubular support placed inside a blood vessel, canal, or duct to aid healing or relieve an obstruction. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.